Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had to decrease the stimulation today because it was kind of messing them up. The stimulation was kind of too high. Patient rolled over in bed and the stimulation started pulsing. Before it was a steady humm. Now that they lowered the stimulation it was comfortable. Patient said they had to lower the stimulation today because it was pulsing and was uncomfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.